Event description:
The customer reported that erroneously low glucose patient results were generated from an au400 clinical chemistry analyzer, for an unknown number of patients, over an unknown period of time. Patient data results were not provided by the customer for this event. The customer also indicated that erroneously low glucose quality control results, were occurring during the timeframe of this event. The customer claims that this issue began following a photocalibration of the instrument. It was verified that the customer was using the correct calibrator and corresponding value setting. Reagent blank recovery and calibration history was acceptable. The customer changed the reagent, quality control (qc) materials, the sample reagent probe and performed qc and calibration activities. The issue remained unresolved the erroneous results were reported outside the laboratory and it is unknown whether a death, serious injury or modification to patient treatment was associated with this event. The customer allegedly replaced the reagent a second time; thereby, resolving the issue. Approximately sixty eight patient results were repeated as part of this event. The exact number of patient results repeated is unknown. It is also unknown how many amended reports were generated as a result of this event. The reagent lot number associated with this event is 1454.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the reagent and sample syringe, which did not resolve the issue. The fse bleached the deionized water tank after which no additional issues were noted. The root cause of this event is unknown. While it is possibly a reagent issue this was not confirmed.